Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number : (B)(4); batch/lot number: 18116028/18141229/18183702; model/catalog description: linear st lead kit 70 cm. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was replaced and relocated. The patient was doing well postoperatively.